Event description:
The aicd went off twice in one hr. The pt was also experiencing recurrent angina episodes. On 7/2/96 the pt underwent ep evaluation which showed inducible sustained monomorphic ventricular tachycardia. This produced hemodynamic instability. Ventricular tachycardia was appropriately sensed with the aicd and terminated twice with single 20 joule shocks. Amiodarone was instituted but the pt became bradycardiac. Because of this, a pacemaker was planned. During placement, it was identified that the aicd had an abnormal lead system or device failure. It was explanted and replaced.